Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
B1: in earlier report and it should not have said that surgery may occur. (Correction).b2: in earlier report, "other serious" should not have been selected. (Correction).

Manufacturer narrative:
The allegation the device had displayed the ¿replace generator soon¿ message was confirmed. As received, the device battery was depleted. After recovery with an external battery, the device kept reverting to a service app condition characteristic of a crc error. A longevity calculation showed the device experienced normal battery depletion to eri.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's programmer displayed the ¿replace generator soon¿ message, confirmed to be a true eri. It is unknown if the battery depleted prematurely. As a result, surgery may occur to address the issue.